Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this endotracheal tube exhibited a leak while in use on a patient in the intensive care unit. The tube had to be changed out for another tube. No additional adverse patient effects were reported.